Manufacturer narrative:
The statement: "it was reported that during a posterior resection/craniotomy for tumor surgery the attachment device had "a loose bearing sleeve" and it was "difficult to get the burr through." Originally submitted in the initial report was incorrect. The statement should have read: it was reported that during a posterior resection/craniotomy for tumor surgery the motor device was getting hot. Device evaluation the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during a posterior resection/craniotomy for tumor surgery the attachment device had "a loose bearing sleeve" and it was "difficult to get the burr through." The reporter stated there were no delays in surgery; surgery was completed successfully with a spare device that was available. There were no injuries or medical intervention reported. In addition, the reporter stated the patient outcome post-surgery was stable. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was corrected. See corrected evaluation below. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.